Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-00041. It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue and restore effective therapy.

Manufacturer narrative:
The event of a patient unable to connect with their ipg was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg was recovered in the field after connecting to the rep¿s clinician programmer. Effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. During processing of this incident, attempts were made to obtain complete patient information.